Manufacturer narrative:
The customer's meter was received for investigation. The meter¿s circuit board was tested for damage or contamination and it was found the printed circuit board (pcb) was contaminated. The root cause is determined to be contamination of the conductive rubber contacts due to liquid from improper handling or maintenance by the customer. Medwatch fields d9 and h3 were updated.

Manufacturer narrative:
The meter was requested for investigation.

Event description:
The initial reporter complained of a display issue with coaguchek xs meter serial number (B)(4). The customer stated when a test strip is inserted into the device, the code number displayed, but it was faded and the middle number was hard to read. The code number makes up the segments of the results field. This issue could cause the misinterpretation of test results. There was no allegation that any test results had been misinterpreted.